Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case corners, cracked bottom case, cracked right plunger case and broken screw post. Event log history was performed and indicated that no alarms were found recorded in history relating to customer's reported problem. It was noted that the device was mishandled, the plunger tube was very dry and needed greasing and these were the causes of the reported problem. Service replaced the damaged bottom case, greased the plunger tube to correct the reported issue. Service also performed preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the bottom case of a smiths medical medfusion pump was broken off and the plunger assembly was stuck. No patient was involved in this event. No adverse effects were reported.